Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device was implanted. Explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent gamma nailing surgery. During the surgery, pfna (proximal femoral nail antirotation) was being applied to femoral trochanteric fractures. When the surgeon tried to insert a screw into the distal screw hole on the nail, the screw went out of bounds. The screw was reinserted to the affected hole manually since devices had been already removed. The surgery was completed successfully without delay. There was no adverse consequence to the patient. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).